Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the failures was cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). The most probable cause of the identified failure 'air/water (aw) cylinder (tube) has foreign objects' was traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.